Event description:
It was reported that the cooling speed is slow during use in arctic sun device. The temperature does not drop. Per follow up information received via email on 15jun2023. The device was under investigation. No patient information is available. Treatment completed with original equipment. No patient impact.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the device was slow to cool and the temperature was unable to drop. Mixing pump head was replaced. Circulation pump head was replaced preventatively. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.